Manufacturer narrative:
(B)(4).

Event description:
It was reported the atrial lead impedance was measured inconsistently above the upper limit. There is one instance of auto mode switching that may have a short presence of noise. It is possible the poor impedance measurements may have been false readings. Decreasing the atrial max sensitivity was recommended. No further information is available.